Event description:
It was reported that defibrillation threshold tests were performed and the patient's implantable cardioverter defibrillator (ICD) system was unable to convert the ventricular tachycardia. Thus, the patient whole ICD system was turned off and a subcutaneous ICD was implanted. This ra lead remains implanted but out-of-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).